Manufacturer narrative:
Eval: infection, bacterial, pain, corneal abrasion, blurred vision, swelling, discomfort, red eye(s), dry eye(s). No testing methods performed. No results available since no evaluation performed. Unable to confirm complaint. Device not returned.

Event description:
On (B)(6) 2016 a patient (pt) called to report that he/she had a defective acuvue oasys for astigmatism contact lens which caused an infection and a corneal abrasion. On (B)(6) 2016, the pt returned a call and provided additional information as follows: the pt reported that his/her new lenses arrived and the pt inserted a lens at the office. The pt reported that the next day the os was red and sensitive to light. The pt reported that his/her eye care provider (ecp) advised him/her to remove the lens and put in a new lens. The pt reported that the ecp states that it was defective. The pt reported that the pt went to the ecp for a follow-up appointment the next day because his/her eye was hurting badly and the pt had blurry vision that night. The pt reported that the ecp told the pt that he/she had a gash out of the center of it. The pt reported that the ecp was in a hurry and did not prescribe anything; just said to let it heal. The pt reported that he/she returned to the ecp and saw a different doctor who diagnosed the pt with a corneal abrasion and bacterial infection in the center of the pupil os. The pt reported that he/she was prescribed besivance q 2 hours, lotemax q 3 hours and tobrex ointment at night. On (B)(6) 2016 the pt reported that he/she had a follow-up (f/u) visit and the eye is dry, so the pt was given a prescription for restasis and will return for a f/u appointment in 6 weeks. The pt reported that his/her replacement schedule is 2 weeks and does not sleep in the lenses. The pt reported that he/she has not yet returned to contact lens wear. The suspect product was requested for return for evaluation, but it has not yet been received. On (B)(6) 2016 the pt's medical records were received. The additional medical information was obtained as follows: date of visit: (B)(6) 2016: reason for visit: left eye pain. Assessment/plan: corneal abrasion; corneal scratches: care instructions; tobrex 0.3% eye ointment; infected corneal abrasion. Medications: tobrex 0.3 % eye ointment; apply a small amt (1/2 inch) to the lower lid of the affected eye at bedtime; artificial tears q 30 minutes. Visual acuity os pinhole: 20/60; pupil size os: 5 mm; intraocular pressure os: deferred, central corneal staining; va os w/contacts: 20/100. Date of visit: (B)(6) 2016: reason for visit: cornea recheck. Assessment/plan: corneal abrasion; corneal scratches: care instructions; besivance 0.6% eye drops, suspension q 1 hour; tobrex ung 0/3-4. Infected corneal abrasion. Visual acuity os pinhole: 20/25; pupil size: 5 mm; intraocular pressure os: 14; va os w/o correction: 20/40. Date of visit: (B)(6) 2016: reason for visit: pt c/o irritation os. Assessment/plan: corneal abrasion; corneal scratches: care instructions; infected corneal abrasion. Medications: besivance 0/4; tobrex ung 0/2-3; lotemax 0/4; ung and patching q hs. Visual acuity os pinhole: 20/30; iop: 10; pupil size os: 3mm; visual acuity os w/o correction: 20/-40. Date of visit: (B)(6) 2016: reason for visit: cornea re-check. Assessment/plan: corneal abrasion; corneal scratches: care instructions; infected corneal abrasion. Current medications: besivance 0/4; lotemax 0/4; visual acuity: intraocular pressure os: 14; pupil size os: 4 mm; visual acuity os w/o correction: 20/30. Date of visit: (B)(6) 2016: reason for visit: cornea re-check; bilateral dry eye; bilateral blurry vision; complete eye exam. Assessment/plan: keratoconjunctivitis sicca, not specified as sjogren's. Photo, eye, slit lamp, osmolality, vitreous humor. Discussion note: dry eye discussion. Dry eye can cause blurred vision, increased tearing, irritation, dryness, and foreign body sensation. It can be treated several ways. Recommend: oasis tears one drop qid ou; ez tears vitamins 2 capsules qd; ocusoft foam qd; warm compresses bid with fire and ice mask. Current medications: ocular meds: lotemax 0/1 (tapered down); oasis 4/4. Vitals: pupil size os: 5 mm; pupil function: round and reactive to light; visual acuity os w/o correction: 20/30; mrx os: +0.50-0.50x110=20/25 blurry; add +2.50=j1 (pt liked +2.25 os stating os was taking longer to focus but was blurry on +2.50). No additional medical information has been received. A lot history review was performed and revealed the following: the batch record did not show any abnormalities in monomer and solution testing. All parameters tested were within specification. All sterilization requirements were successfully completed. Lot b00l94p was produced under normal conditions. If additional information is received, it will be reported within 30 days of receipt. Serious reportable event trends are reviewed quarterly in franchise management review meetings.

Manufacturer narrative:
One opened lens case was received; the lens case contained one lens. One sealed blister was also received. The lenses meet company standards for base curve, center thickness, and diameter. One lens from the lens case revealed a surface tear and surface mark. There was not enough solution from the 1 sealed blister to measure ph and conductivity. If additional information is received it will be reported within 30 days of receipt. Serious reportable event trends are reviewed quarterly in franchise management review meetings. (B)(4).